Manufacturer narrative:
Note: this report is submitted retrospectively because the original report is not visible in maude database.

Event description:
Patient miss (B)(6)., 18 years old, identified as life risk. At school around 3:00 pm, miss (B)(6) realized that she was not ventilated and was able to report right away to the school life assistant. The assistant found that the machine was off. According to her, no alarm would have been issued. Our technician looked into the history of october 15, there is no trace of alarm. There was no impact on the condition of the patient who responded well and was put on a backup machine. The information provided by the customer confirms that the patient involved did not receive any injury and that the care giver(s) were present to handle the situation, as required and stated in the IFU. Note: this report is submitted retrospectively because the original report is not visible in maude database.